Event description:
Reported as a band erosion. The pt had one follow up visit post surgery. The pt complained of abdominal pain and went to a local hospital. The lap-band was found in the pt's jejunum and was removed orally by gastroscopy. The pt was discharged with no complications.

Manufacturer narrative:
Taper strain relief. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a strain relief. The product associated with this report will not be returned. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."